Event description:
It was reported that, during testing, the compressor on a 980 ventilator went into an inoperative state. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the solenoid assy. The se performed extended self-testing on the device and all tests passed.